Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped/bubbled downstream occlusion seal, scratched lens, cracked battery compartment latch, and requires a software upgrade. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for analysis. The downstream occlusion seal was found to be bubbled, it was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.